Event description:
Procedure type: rectal neoplasm. According to the reporter: that when going to use the device, it did not staple but cut. The case was extended. Injury for the pt.

Manufacturer narrative:
(B)(4).